Event description:
It has been reported to philips that the unit would not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system would not boot up on the allura system. No further information regarding the issue has been provided. No service has been performed by philips since the remote service work order was cancelled. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.